Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Manufacturer narrative:
The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on february 05, 2016 to enter additional information which had been received on january 18, 2016. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on an unknown side (exact date not reported) . The patient was revised on unknown date due to unknown reasons.

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt received a durom acetabular component on an unk date. The pt is currently being monitored due to unk reason. No other information was received.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device is being returned for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend was identified device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent revision surgery. The preoperative diagnosis for revision surgery stated in the surgical report of (B)(6) 2010 is: probable avascular necrosis on the femoral prosthesis with fracture at the head/neck junction of the femoral component. The surgery performed on (B)(6) 2010 is the conversion of a resurfacing prosthesis to a total hip prosthesis on the right hip. Review of received data - the surgical notes of implantation and revision are available for review. No conspicuousness found in the surgical report of implantation. The surgical notes of revision state probable avascular necrosis on the femoral prosthesis with fracture at the head/neck junction of the femoral component as diagnosis. However, in the notes it is not clearly stated that the femoral component was broken. Intraoperatively the stability of the cup was checked and the cup was found stable. In the surgical report it is also reported that during surgery, a bone fissure at the femoral neck after stem trialing was observed. The bone fissure was treated intraoperatively by using cerclages. The procedure was concluded with the implantation of a cls spotorno stem 135° 11,25. A 50 mm head with a -4 head adapter. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis it is reported that the patient underwent revision surgery. The preoperative diagnosis for revision surgery stated in the surgical report of (B)(6) 2010 is: probable avascular necrosis on the femoral prosthesis with fracture at the head/neck junction of the femoral component. The surgery performed on (B)(6) 2010 is the conversion of a resurfacing prosthesis to a total hip prosthesis on the right hip. However, in the surgical notes of revision it in not clearly stated that the femoral component was broken. Therefore, the event cannot be confirmed. Root cause determination for femoral component pin breakage and necrosis using dfmea: - femoral neck fracture (may include stem failure) due to alignment pin becomes a stress riser, increasing the risk of fracture in a trauma event. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - femoral neck fracture (may include stem failure) due to notched neck or exposed trabecular bone. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - femoral neck fracture (may include stem failure) due to malpositioning. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - bone collapse under component (may include stem failure) due to cyst, necrosis, proximal bone remodelling. => possible: as no xrays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - femoral neck fracture (may include stem failure) due to notched neck, malpositioning, impaction fracture, wrong indication. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - bone necrosis due to MRI induced current -> heat. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. - femoral neck fracture due to malpositioning because centering jig is not used for the preparation of the femur. => not possible: as the surgical report of implantation describe the use of a guiding pin. - changing bone properties due to aging process of the patient. => possible: as no x-rays are provided, the positioning of the implants as well as bone changes over time cannot be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Neither a detailed event description, x-rays, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim . It has now been reported that the patient was implanted a metasul durom, component for acetabulum, uncemented, 56/50, code p on (B)(6) 2007 on the right side. The patient underwent a revision surgery on (B)(6) 2010. Preoperative diagnosis for revision surgery: probable avascular necrosis on the femoral prosthesis with fracture at the head/neck junction of the femoral component. Information in the claim declaration form and in the surgical report are not matching. In the form it is reported that the patient had the durom cup revised on (B)(6) 2010, but the surgical report of (B)(6) 2010 suggests that the cup was retained and only the femoral component revised. Since the information are not consistent, the worst case scenario of the revision of both components is chosen. In the surgical report of (B)(6) 2010 it is reported that during surgery, a bone fissure at the femoral neck after stem trialing was observed. The bone fissure was treated intraoperatively by using cerclages.